Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.